Event description:
Before initial implant, there was decreased battery longevity and therefore premature battery depletion was alleged. The device was not implanted and was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of decreased battery longevity was confirmed. The device battery indicator displayed low capacity as the device was received consistent with exposing the device to temperature close to freezing point. Exposure of the device to low temperature can result in a temporary low battery voltage measurement, which will result in a low remaining battery capacity displayed at time of implant or shortly after implant. The analysis performed indicated the device exhibited normal device characteristics. The battery voltage was at a beginning of life (bol) level.